Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The unit was visually inspected for any damage or defect. The gauge needle was reading 0atm. A functional test of the complaint device was carried out using a test stopcock. The device locking mechanism test was completed and met specifications, gauge accuracy test was performed to assess the accuracy of the gauge under pressurization and the results were within these parameters, side load and pressure damping test were performed and the unit passed. Leak test was performed and no air bubbles were emitted from the device hence the unit passed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the gauge was not moving. An advantage balloon catheter inflation device was used. During the inflation of the angioplasty balloon, it was noted that the indeflator would lose its pressure but the balloon was still inflated as seen in the fluoroscopy. Also, it was noted that the gauge was not moving. The device pull negative pressure fine when disengaged. The procedure was completed with this device and patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the gauge was not moving. An advantage balloon catheter inflation device was used. During the inflation of the angioplasty balloon, it was noted that the indeflator would lose its pressure but the balloon was still inflated as seen in the fluoroscopy. Also, it was noted that the gauge was not moving. The device pull negative pressure fine when disengaged. The procedure was completed with this device and patient's condition was fine.